Event description:
It was reported the "ascenda distal to proximal catheter connector broke when the doctor tried to snap it together." This occurred with "three different catheter connectors on the same day at the same surgery." The connectors will not be returned as they were disposed of. It was noted there was no injury. Patient outcome was noted as "the patient had no complaints." The pump was delivering morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Accessory model# 8785, lot# 0205699671; accessory model# 8781, lot# 0205870186; accessory model# 8781, lot# 0205900464. (B)(4).

Manufacturer narrative:
(B)(4).